Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the superficial femoral artery, distal to a previously implanted stent from a past procedure. The 5.5 x 150 mm supera self expanding stent system (sess) was advanced. Some resistance was noted with a non-abbott guide wire. The stent was successfully deployed, and the sess was removed without fluoroscopy. No resistance was noted. The fluoroscopy was then turned on, and it was seen that 2 cm of the tip of the sess had separated inside the previously implanted stent. A catheter was advanced via pedal access, and the separated portion was pushed into the sheath and removed. Two additional stents were implanted with the same guide wire. The procedure was completed with a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported resistance with the guide wire could not be confirmed due to the condition of the returned device. The reported tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).